Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up and it was noted that the right ventricular lead exhibited noise reversion episodes. The noise could be reproduced. The device was reprogrammed and the patient would be monitored.